Event description:
It was reported that balloon rupture occurred. The 100% target lesion was located in the severely calcified and moderately tortuous right anterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation and upon crossing the lesion, the balloon ruptured. The procedure was completed with a 1.5 x20mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(6).